Event description:
Customer stated "tubing kinked - exposed wires - not releasing freeze" reference repair order (B)(4). Ref e-complaint-(B)(4).

Manufacturer narrative:
Ref e-complaint-(B)(4). Investigation: initiated manufacturer's investigation x-inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals similar issues. This unit was manufactured march, 1, 2004. Service & repair confirmed the unit was not operable. It was found the latch, used to connect to a console, had been corroded, the delivery one leaked, and the silicone tubing was dried out. All observations noted on this unit indicates the root cause for this complaint condition is normal wear and tear. Coopersurgical will continue to monitor this complaint condition for trends. Correction and/or corrective action: the unit was re-worked at a charge and returned to the customer. No corrective action required. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to. Was the complaint confirmed? Yes. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. Ref e-complaint (B)(4).

Event description:
Customer stated "tubing kinked - exposed wires - not releasing freeze." Reference repair order #(B)(4). Ref e-complaint (B)(4).